Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure to treat a perforation in the proximal left anterior descending artery. A 3.0 x 19 mm graftmaster stent delivery system was advanced into the patient anatomy; however, due to the vessel tortuosity and calcification, the stent system was unable to cross to the target site and was removed without difficulty. A 3.0 x 12 mm graftmaster stent delivery system was then advanced into the patient anatomy and the stent was successfully deployed to seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.